Event description:
It was reported by end user that the left wheel came off, screw is missing. Prior to coming off, the chair was riding rough and getting stuck. End users' son took the other wheel off to match up the screw that was missing and now he can't get it back on. Serial number is not in system. Invacare logo on chair.